Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.